Event description:
This report is being filed as force was used in an attempt to remove the gripper line. The force is considered medical intervention. Difficulty removing the gripper line is known to cause or contribute to patient injury. It was reported that the mitraclip clip delivery system (cds) was prepared for use as per the instructions for use. After delivering the cds to the left ventricle, four grasps were needed to grasp the clip to the mitral valve leaflets. The deployment of the clip was performed as per the instructions for use (IFU) including the successful gripper line check. The clip was deployed. Upon removing the gripper line, unusual resistance was felt after approximately 20cm had been removed. At this point, the gripper line became completely stuck. In an attempt to release the gripper line, all troubleshooting maneuvers listed in the IFU were attempted with no success. The physician then pulled the gripper line with force until it broke; no movement of the line was seen. The cds was successfully removed from the anatomy and then the gripper line was removed from the steerable guide catheter without resistance. There was no adverse patient effect or significant clinical delay in the procedure. The procedure was completed with the implantation of one clip reducing the functional mitral regurgitation grade from 3-4 to 1. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that both ends of the gripper line were easily removed from the steerable guide catheter. The gripper line appeared to have been broken at both ends and it was obvious that it was not complete. The physician suspected that a piece of gripper line remained in the anatomy. Fluoroscopy and transesophageal echocardiogram imaging were used in an attempt to see any piece of the gripper line, but nothing was detected. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for investigation. As the clip was fully deployed during the procedure, the clip was not returned with the device. The broken gripper line was not returned with the device. During testing, a snare was used to investigate the gripper lumens on the device; however, no resistance or abnormalities were noted. Additionally the delivery catheter (dc) radiopaque tip ring was examined under magnification, but no damages were observed that would have contributed to the difficulty in removing the gripper line. Finally, the device was submitted for x-ray testing to identify any possible obstructions in the gripper lumen coils that may have contributed to the reported incident; the results could not identify any obstructions. Potential causes for the reported difficult to remove gripper line are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements, including verification of gripper line functionality. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove gripper line incidents for this lot. The user did not report any issues with the device while performing the gripper line removability test; this is an indication that the device was initially functioning properly prior to deployment attempts. With regards to patient morphology and user technique / procedural conditions, the inability to remove the gripper line can be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details stated that the patient did not exhibit any tortuosity / challenging anatomy. It is possible that during the course of the procedure, the lumens in the delivery catheter (dc) shaft may have become shifted due to rotation / manipulation of the device. As a result of this shifting, it is possible that the gripper line encountered resistance while being withdrawn, and eventually became unable to remove. In excessively pulling the gripper line, it was reported that the physician caused the break of the gripper line. Based on the information reviewed, while it cannot be definitively confirmed, it is possible that the difficult to remove gripper line resulted from procedural interactions, coupled with the curvature of the steerable sleeve shaft while positioning the clip. Due to this curving, it is possible that the lumens became shifted, resulting in constrictive forces on the gripper line; however, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause for the reported difficult to remove gripper line could not be determined; the break in the gripper line was found to be caused by procedural conditions / user technique. The patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Estimated patient age ((B)(6).) Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.